Event description:
It was reported that the patient was seen for routine follow up where lead threshold and impedance were found to be high. The lead was reprogrammed from bipolar pacing to unipolar pacing which resulted in acceptable threshold and impedance levels resolving the issue. The patient was stable before, during and after reprogramming.